Manufacturer narrative:
Additional information: the difficulties occurred when the device was being removed from a medtronic guide catheter. A medtronic guide catheter was used in the event with no issues noted. The removal difficulty over the medtronic guide catheter did not cause a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc sprinter rx balloon catheter to treat a lesion. The device was inspected before use with no issues. Negative prep was performed with no issues. Resistance was not encountered when advancing the device to the lesion. It was reported that following balloon inflation, the balloon catheter could not be drawn back. There were no issues noted during inflation of the balloon. The device was not moved or repositioned while inflated. Sufficient time was given to allow the balloon to fully deflate prior to attempting removal from the guide catheter. There was no intervention required to aid with the removal of the balloon. The balloon catheter was replaced with another device. The patient was not seriously harmed as a result of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon catheter could not be drawn back from the coronary artery at the diseased site. It is believed that the balloon and guidewire may have gotten stuck and could not be withdrawn smoothly through the guide. The medtronic guide catheter was inspected and prepped before use with no issues noted. The balloon did not become entrapped in the medtronic guide catheter. The nc sprinter balloon, guidewire, and medtronic guide catheter were successfully removed in the end. The guide catheter was smoothly withdrawn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.